Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with two 300cc mentor memorygel breast implant prostheses and experienced bilateral breast ptosis and left-sided grade iii capsular contracture postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. This report is for the right-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 23, 2022, mentor received additional information. The patient underwent removal on (B)(6) 2022. As such, the date of explant has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-mar-2022, mentor received additional information regarding the implantation date and the event date. Initially, the date of implantation was reported as (B)(6) 2018. However, additional information revealed that the actual date of implantation was (B)(6) 2018. The diagnosis of the capsular contracture was confirmed on (B)(6) 2020. The relevant fields have been updated. Manufacturer's reference number: (B)(4).